Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced feeling sick, vomiting and had a terrible headache. The patient´s husband called for an ambulance as the patient went into diabetic ketoacidosis. No cgm reading was reported from the event, as the patient did not remember this due to feeling sick, but the patient stated they were inaccurate and caused the hyperglycemic event. When a fingerstick was done at the hospital, the blood glucose reading was more than 1000 mg/dl. The patient did not remember any medication that was given. The patient was admitted for 3 days, and at the time of the report, the patient was still not feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.